Event description:
Boston scientific received information that during a post-operative check, the threshold was noted to have risen and there was intermittent capture. A surgical procedure was performed and this lead was repositioned. It was suspected to have dislodged. During that procedure, it appeared that the right atrial lead (model/serial 4480/(B)(4)) had dislodged. After both leads were repositioned, measurements were acceptable and stable. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.